Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's remote control had a solid red light when the MRI readiness check was performed at the MRI facility. The patient had high impedances on the electrode 0. The patient had the lead and neurostimulator revised due to the ins having difficulty in charging. The old ins and lead were removed and tested several times. The lead was replaced, and the patient received a non-rechargeable ins. The patient was reported to be recovering from the procedure.

Event description:
It was reported the patient's remote control has a solid red light when an MRI readiness check was performed at the MRI facility. The patient had their tined lead and neurostimulator revised on (B)(6) 2025. The patient had high impedances on electrode 0. They took out the old ins and tested the lead several times. The patient also wanted an ins replacement because they had difficulty charging. The tined lead was replaced and the patient received a non-rechargeable ins. The old tined lead and ins were discarded. The patient is recovering from the procedure.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the DHR review, there were no issues found that would have caused or contributed to the reported issue. As the device was unavailable for evaluation, it is difficult to determine the cause of the reported issue. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.